Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with unspecified mentor gel breast implants and experienced postoperative right-sided rupture. The diagnosis was confirmed by a physician upon examination. As a result, the patient's impacted device is scheduled for explantation on (B)(6) 2020.

Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Mentor became aware of information that was mistakenly omitted from the previous supplemental report. The device was received and the following information was confirmed: that this was a 400cc mentor memorygel breast implant, the lot number, manufacture date, and expiration date. On april 13, 2020, the product investigation was completed. Device investigation summary: during visual inspection of the sample, the implant was observed ruptured. Microscopic examination of the edges of the tear revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).